Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
(B)(4) clinical study. Same case as MDR#2134265-2013-05370. It was reported that the patient died. In (B)(6) 2011, the patient presented due to unstable angina (braunwald classification -unknown) which was diagnosed as mi and was referred for cardiac catheterization. The 95% stenosed, 12 x 4mm, target lesion was a de-novo was located in the distal saphenous vein graft (svg) to distal left anterior descending artery (lad). The target lesion was treated with direct stent placement of a 4.00 mm x 12 mm taxus element stent and placement of a 4.00 x 12mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient died of unknown causes. The family could not be contacted and no further details are available.

Event description:
It was previously reported that the target lesion was treated with direct stent placement of a 4.00 mm x 12 mm taxus element stent and placement of a 4.00 x 12mm taxus liberte stent. Now it is reported that only one stent, the taxus element, was implanted.